Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
I purchased tampax...half was missing the string [device physical property issue] case narrative: consumer reported via e-mail that half of the tampons were missing the string. No injury reported.